Manufacturer narrative:
(B)(4): eval results: (80% stenosed with acute angle calcifications), (stent dislodged), (device not received for eval). Conclusion results: (80% stenosed with acute angle calcifications).

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was been used to treat a lesion from left main to circumflex (cx). The lesion was 80% stenosed with acute angle calcifications. The physician pre-dilated the lesion and attempted to place the endeavor sprint rx stent in the desired location. As the device made the turn into the cx, part of the stent got trapped on calcium and the physician was unable to move. The stent dislodged during attempts to move the device through the calcium. A snare was used to retrieve the dislodged stent. The lesion was treated successfully with two shorter stents. The device was inspected prior to use with no issues noted. The pt is fine post procedure and no additional clinical sequelae were reported.